Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Clip would not close all the way. Clip was fully loaded into the jaws. Squeezed "plastic to plastic", but the clip was loose on the duct. The whole clip would slide. Fully skeletonize the vessel prior to using the clip applier. Additional information received via email on 12sep2018 from, operating room (or) director at (B)(6) hospital: no complications noted from surgical cases thus far. The clips would not completely seal off around the bile duct. They had to be removed and reapplied several times. Patient status: fine.

Event description:
Procedure performed: lap chole. Clip would not close all the way. Clip was fully loaded into the jaws. Squeezed "plastic to plastic", but the clip was loose on the duct. The whole clip would slide. Fully skeletonize the vessel prior to using the clip applier. Additional information received via email on 12sep2018 from, or director no complications noted from surgical cases thus far. The clips would not completely seal off around the bile duct. They had to be removed and reapplied several times. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, representative sterile units were returned. Testing was performed on the representative units, and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.